Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the ck1, ck3, ck4, nl1, ck3 subcutaneous, and ck5 with 2 cc of juvederm vista voluma xc and in the nl1~3 with 1.2 cc of juvederm vista volift xc. The event is ongoing. Two weeks later, the patient experienced ¿tia trough, gorgline, swelling on cheeks, and pain (right side of face).¿ two days later, the patient was treated with keflar 250 mg x 3 tablets for 5 days, alesion® 20 mg for 5 days, loxonin® 10 tablets. Three days later, the patient visited the hospital with no improvement. When puncturing a site with ¿tenderness and swelling, pus appeared,¿ so bicillin 2 g infusion and amoxicillin 250 mg x 3 tablets for 5 days were provided. The next day, the patent had ¿further swelling, pain in the eyes, and swelling up to the upper eyelid.¿ it was presumed that the ¿infection¿ was in the surface layer and not the bone because pus appeared when punctured. The patient was treated with hyaluronidase and prescribed cravit 500 mg, loxonin, and cer-vit for 5 days with acerio drip and penrose also inserted. The pain and swelling were confirmed as alleviated the next day. The penrose was washed 2 days later. The next day, the affected area was noted as ¿hard and lumpy,¿ and hyaluronidase was administered. Two days later, ¿staphylococcus bacillus¿ was identified based on penrose washing and bacterial test and the patient was prescribed cefamezin 2g infusion and flomox 3 tablets for 5 days the penrose was exchanged, and insertion direction was changed 2 days later. An additional 3 days of flomox and the removal of the penrose were done 3 days later. Two days later, the ¿redness and pain¿ disappeared but the whole body was ¿itchy,¿ so the patient was prescribed restamine ointment. No rash was seen 5 days later. A week later, ¿drug eruption appeared after taking chinese herbal medicine at the patient's discretion.¿ the next day, the patient was seen and ¿no problem with the infected area¿ was noted. It was agreed that the dents in penrose would be corrected at a later date. Two weeks later, it was reported that ¿a rash¿ appeared every day with a 3-hour window. The patient was prescribed hirudoid lotion and restamine ointment. Six days later, ¿eczema¿ appeared and the ¿itching¿ in the whole body would not go away. The patient visited the hospital a week later. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00376 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvederm vista volift xc.

Event description:
Additional information noted event resolved approximately two months after date of onset.